Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call of button error on the customer's insulin pump. The customer's blood glucose at the time was 198mg/dl. The customer states the alarm history shows the presence of external ram crc error, unexpected restart alarm, and spanish software anomaly. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no act button response due to corroded keypad traces. The functional testing could not be completed and no error alarms verified due to the unresponsive buttons. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window, cracked display window, scratched reservoir tube window and a missing end cap sticker.